Manufacturer narrative:
H3. Product analysis determined that the functional inspection confirmed the port leaked when tested. The top of the port appeared to have been punctured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a ventricular port. It was reported that when opening the device and filling water on the operating table, a leak was discovered. In order to ensure the smooth progress of the operation, a new one was opened to continue the operation. The operation went smoothly, and the follow up was good. The patient's medical history was lung cancer brain metastasis.

Manufacturer narrative:
E1. Healthcare professional information cannot be provided due to privacy regulations medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.